Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device lost power while in use. The light was still green when tested. They used another driver to complete the procedure. There was no harm to the patient.